Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was treat a moderately calcified, heavily tortuous mid eft circumflex artery. The 2.0x12mm mini trek balloon dilatation catheter (bdc) ruptured at 8 atmospheres during the first inflation. A non-abbott balloon and extension catheter were used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay was reported. No additional information was provided.